Manufacturer narrative:
The manufacturer's investigation has found that upon a suspected failure of the htpsu capacitor c1 or c2, that the customer: 1) isolated the htpsu from the 3-phase input power. 2) measured the voltage across the capacitor terminals as zero before disconnection. The user (incorrectly) assumed that the capacitor was fully discharged. 3) after removal, a wire link (insulated, multi-core, light gauge) was applied around the +/- terminal to ensure that the terminals remained at the same potential. This was done following an earlier replacement where a capacitor had been placed on a metal bench and discharged on the surface. 4) during handling, the component was inverted, this caused the internal open-circuit connection to be re-connected at which point the device discharged suddenly through the wire with a large flash. The capacitor design was modified by the supplier in february 2012 and is believed to have introduced a failure mode due to the increased capacitor core weight. The capacitor failure mode was first reported in january 2014 but at that time was seen as failing safe. This is only an issue if the capacitor fails with an internal [?]open circuit', otherwise the capacitor will be discharged by the 47k[?] R3 or r5 resistors. The risk to the service user has been assessed as rv4 = major/improbable. There is no risk to the patient or clinical users. The failure mode of the internal core becoming dislodged was previously identified by the manufacturer in the afore mentioned complaint. Corrective action has already been put in place since july 2014 to internally scan these capacitors and detect any that do not have adequate internal joining material. The manufacturer is currently investigating whether any further corrective action is required.

Manufacturer narrative:
The manufacturer's device analysis results: this failure mode causes an internal disconnection in the capacitor's case - in a charged state. The capacitor is then removed with its terminals seemingly showing safe voltage levels. On removal, if the capacitor gets inverted, it may cause an internal reconnection to its terminals now potentially exposing the engineer to high voltage. The failure mode of the internal core becoming dislodged was previously identified by the manufacturer in a previous complaint. Corrective actions had already been put in place since july 2014 to internally scan these capacitors and detect any that do not have adequate internal joining material. Remedial action/corrective action/preventive action / field safety corrective action: a knowledge article released to service engineers describing the failure mode had already been released. This has been updated to alert users to this hazard. Instructions have also been included into the spares kit for this part to notify engineers of the potential hazard. Time schedule for the implementation of the identified actions: both the updated knowledge article and the instructions in the spares kit have been implemented. Final comments from the manufacturer: a previous case has been received with the same failure mode however no risk was identified at this time. No further investigations are planned.

Event description:
The customer reported that in the htpsu, the c1 or c2 aishi high voltage capacitors have failed on three linacs. The failure mode causes an internal disconnection in the capacitor's case - in a charged state. The capacitor is then removed with its terminals seemingly showing safe voltage levels. On removal, if the capacitor gets inverted, it will cause an internal reconnection to its terminals now potentially exposing the engineer to high voltage. This event has now happened twice on site to two different engineers. The customer is now using a shorting link across the capacitor terminals prior to handling the capacitor for removal from the htpsu.